Event description:
During the inspection before the use, the physician noted the connection of the hub was damaged as the connection between the hub and syringe was difficult, as the hub was cracked. However, the physician attempted to use the stent system but was unsuccessful, as the balloon did not inflate. The stent system was withdrawn and another stent system was selected and used without incident. There were no adverse effects to the pt.

Manufacturer narrative:
The stent system has been received for evaluation and testing. However, the analysis has not been completed as of to date. Any additional info will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stents marketed in the us.